Manufacturer narrative:
The fetal scalp electrode fragment was removed from the infant¿s scalp and no further details of the infant¿s condition were provided. The fetal scalp electrode was discarded and not returned for analysis. The cause of the broken electrode could not be determined.

Manufacturer narrative:
Serial number unknown. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported after removing the scalp electrode the spiral tip was not visible on the electrode anymore. It was broken, but was not found in the skin of the baby. After a few days at home, the midwife found the tip in the skin of the baby.